Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned for evaluation. Complaint history reviewed. Device history record (DHR) reviewed. Clinical literature reviewed. The device history record was reviewed and the product was manufactured to specifications and met all acceptance / inspection criteria. It is unclear what the patient's activity level was during the early stages of recovery. Clinical literature shows that typically fusion occurs approximately 7-12 weeks after surgery and can fuse in as little as three weeks. The breakage occurred in the patient 12-16 weeks after surgery, suggesting the patient was having complications of a delayed union which may have led to the failure. The fusion rate is affected by many clinical factors, i.e. Patient weight, activity, bone quality, implant alignment, and surgical technique. Complaint review shows no similar failures for the provided lot number.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete.

Event description:
Allegedly the plate broke and was revised.